Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction photoactivation module leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot n211 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot n211 shows no trends. Trends were reviewed for complaint categories, photoactivation module leak and alarm #8: blood leak? (Photoactivation chamber). No trends were detected for this complaint categories. At the time of this report, the analysis of the returned photograph is still in process. A final report will be filed when the analysis is complete. (B)(4). N.s. (B)(6) 2024.

Event description:
The customer contacted mallinckrodt to report they experienced a photoactivation module leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported during photoactivation, an alarm #8: blood leak? (Photoactivation chamber) alarm occurred and they observed a leak in the photoactivation module. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The patient was reported to be in stable condition. The kit return was requested; however, the customer declined to return the kit. The customer returned a photograph for investigation.

Manufacturer narrative:
A photograph was provided by the customer for evaluation. The complaint kit and smart card were not returned. Review of the customer provided photograph shows a photoactivation module and there appears to be a leak on the module. From the photograph, the site of the leak cannot be determined. The customer reported the occurrence of an alarm #8: blood leak (photoactivation chamber) alarm that occurred during photoactivation. The device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. A material trace of the illumination plates used to build lot n211 did not find any related non-conformances. The most likely cause of alarm #8: blood leak (photoactivation chamber) alarm was due to the photoactivation chamber detecting a leak. The root cause of the photoactivation module leak cannot be determined based on the available information. No further action is required at this time. The investigation is now complete. (B)(4). 05-mar-2025.